Event description:
The customer reported that no fluoro image displayed on the left monitor during fluoro. The left monitor only displays a gray scale. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the problem reported. He reseated the workstation pcb's, checked workstation power supplies, and also reload the system software. He flashed the nodes and rebuilt system files. Also during software load power in facility was interrupted three times and the software load had to be re-installed. He checked operation and the machine worked as intended. The ge rep checked with customer of status of operation. The machine was having the same problem. He removed and replaced parts listed above. The system continues with the same problem. The rep later removed and replaced the display adapter pcb. The machine works as intended.